Event description:
As reported by the user facility; "the needle came off the end of the device." Upon receipt of the device by the mfg plant it was noted that the ceramic tip with needle guide tube detached from the catheter.